Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient injury or serious harm was reported. During evaluation at a third-party service center, the device log files could not be retrieved, and the device would not power on. A visual inspection was performed, and no evidence of foam particles or foam degradation was observed. The enclosure was cracked and the device filter was missing. No documentation was available regarding component replacement, and no repair activities were performed. The device was scrapped. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of the device does not have power is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. No DHR review required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.